Manufacturer narrative:
Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lamitrode¿ 88 leads, model: 3288, UDI: (B)(4), serial: n/a, batch: 3083760.

Event description:
It was reported that the patient leads were explanted on an unknown date for an unknown reason. There is no additional information at this time. It is unknown which lead is liable.